Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was missing markers on the electrocardiogram (ECG). The programmer remains in use. No patient complications have been reported as a result of this event. It was further reported that the user was advised to ensure there was an adequate telemetry signal with the radiofrequency head of the programmer. The user reported that the issue was solved. However, the same issue was experience again on a later date with a strong telemetry signal with the programmer radiofrequency head. The programmer still remains in use. No patient complications have been reported as a result of this event.